Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Several days before the event the cgm values were lower than expected, one was 80 mg/dl and some were in the 40 mg/dl range. The patient tried to eat to raise the bg levels, and he felt sick. He did not attribute the symptoms to his bg level, and he also had no energy, was weak and had been vomiting frequently for several days. Although he had a glucometer at home, in recent years he had used only the cgm to monitor his bg levels. He said he did not calibrate the cgm. He also uses an insulin pump. No bg finger stick occurred at home. On the morning of (B)(6) 2022, he lost consciousness and his wife transported him to the hospital. The bg finger stick at the hospital was 760 mg/dl, and he was diagnosed with acute diabetic ketoacidosis, renal failure and pulmonary issues. Another bg finger stick value was 800 mg/dl. After unspecified treatments on the trauma and intensive care unit (ICU) floors, his condition stabilized. He did not remember what treatments he received. The sensor continued to be inaccurate during the hospitalization and was discarded and replaced with a new sensor. At the hospital his physician encouraged him to use the glucometer to make treatment decisions and to do a bg finger stick if symptoms did not match cgm readings. The patient remained in the hospital four days and was discharged home in stable condition. At the time of follow up contact on (B)(6) 2022, he was feeling good and was using his glucometer to compare with his cgm values. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.